Manufacturer narrative:
Initial MDR 1899722 - device 3 of 11. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced eleven infusion set cannula kinked events on 25-apr-2024. The event occurred within 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of event was above 300 to 350 mg/dl and patient resolved it by changing soft cannula infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.